Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's health care provider reported difficulty communicating with the ipg using the patient programmer. Multiple troubleshooting attempts were performed to no avail. The patient stated his ipg was inoperable. Surgical intervention may be taken to address the issue.